Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer also reported that emergency services were called. The customer's blood glucose was over 400 mg/dl at the time of the incident. The customer's blood glucose was 261 mg/dl at the time of call. The customer did not mentioned normal signs of diabetic ketoacidosis. The date of the hospitalization was (B)(6) 2015. The customer was unable to troubleshoot at the time of call due to the insulin pump was lost. The customer stated that she was wearing the insulin pump at the time of hospitalization. The customer mentioned that she had an MRI. The insulin pump will not be returned for analysis.